Event description:
The surgeon deployed a capsule to back of throat. The patient's throat was subsequently found to be bleeding. Capsule was removed with forceps. A second capsule was deployed sucessfully.